Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, redness and scar tissue had occurred while wearing the pod. Symptoms began on the second day of usage. The patient was prescribed a hydrocortisone cream by the healthcare provider to treat the skin irritation.